Event description:
It was reported that the omnilink was advanced to a renal artery that had an acute angle. As deployment inflation began, the balloon shifted backwards and the stent was dislodged from the balloon to the artery. A snare device successfully retrieved the separated stent.